Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a neck dissection procedure the clips were not closing on the vessel. It was unknown on which firing this occurred. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the first clip forms correctly, however, a second clip would either eject when the handle is squeezed or no clip would be present. The surgeon has also stated that he feels a resistance when firing, clip is jamming or clips come out and fold over one another.